Event description:
It was reported that a px260 had negative cvp and pad pressure readings. Site noted that they performed all troubleshooting methods they can think of, including involving biomed and ge. Issue occurred at ICU. No allegations of patient injuries. It is not known if the device will be returned. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. However, a supplemental report will be submitted if the device is returned. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.